Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead experienced dislodgement. It was confirmed by chest x-ray. The dislodgement was determined to be patient's anatomy. The right atrial (ra) lead was explanted. No additional adverse patient effects were reported.